Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that there was a delay in the dispensing of medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer found that screws from legacy full-height drawer 6 latch catch were seared off, causing the latch to fall and cut the latch sensor. Extracted screw nubs and replaced latch sensor. The system functioned as intended after the field service engineer repaired the device.